Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported there was a sensation that the tip was not coming out properly when the ultrasound (us) tip was attached during preparation and found that the tip had bent about 5 millimeters (mm) after setting up for a cataract surgery. The surgery was completed after the product was replaced. There was no report of patient harm. Additional information received from the company representative who indicated there was no patient contact with the device was reported. There was no harm to the patient .

Manufacturer narrative:
Corrected information updated in the b.2. And h.6. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative and it was determined that the phacoemulsification tip was broken before the procedure and there was no patient involvement.